Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call insulin flow blockage on the insulin pump. Customer's blood glucose level was 25.8 mmol/l. Troubleshooting for insulin flow blockage was performed. Customer advised when they tried to resolve the issue with a set change the piston was not moving during the load reservoir process and the piston would not move during the fill tubing process. Customer advised the insulin flow blockage continued to recur and the issue was not resolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self test and rewind. Unit unexpected seated and alarmed insulin flow block at the beginning of the displacement test, problem isolated to the force sensor assembly. Unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin flow block alarms. Unit received with minor scratched display window and case.